Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical japan and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The device activity log data was returned to zoll medical corporation, united states. Review of the device activity log showed no evidence to suggest that the device was unable to power on. The log data showed that the device was observed to be functioning to specification. Analysis of reports of this type has not identified an increase in trend.